Manufacturer narrative:
The insulin pump alarmed button error and high stop currents due to a corroded liquid crystal display board. The insulin pump alarmed motor error during the basic occlusion test due to a corroded motor assembly. Unable to complete functional tests due to the motor error alarms.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 601 mg/dl. The customer also reported a button error alarm and moisture in the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.